Manufacturer narrative:
(B)(4). Concomitant products: kne-nexgen-bearings-unk, lot# unk, item# unk. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2017-07794.

Event description:
It was reported that patient was revised due to pain and instability. Implant was in place for two years. Patient had a fall 6 months prior to revision surgery, and began experiencing the symptoms. The tibial bearing and femur were removed and replaced with revision femoral components, and a smaller polyethylene bearing.